Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep confirmed an electrical issue and replaced the mobile view station (mvs) fuses. The imaging system then passed the system checkout and was found to be fully functional. The fuses were discarded at the site.

Event description:
A medtronic representative reported that prior to a case the rt noticed that the line power light was out on the imaging system. No patient was present. The fuses were replaced prior to the case, and this did not cause any delay. There was no impact to outcome of the patient.